Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) system detected high out of range pacing impedances of greater than 2000 ohms in the right ventricle (rv). The shock impedances and amplitude (sensing) were within normal limits. There was no noise noted on the stored episodes. It was noted the pacing impedances had gradually increased over the last year from 1292 ohms to around 2375 ohms. The pacing threshold measurements had also increased since last year. Troubleshooting options, and possible causes for the impedances issue, were discussed. At this time, the patient will continue to be monitored. This right ventricular (rv) lead remains in service and there were no adverse patient effects reported.